Manufacturer narrative:
Based on the photos provided by the customer, the crack was on the right on the corner of the bottle and appeared to have come from a drop or impact of some sort while the bottle was in use at the customer site. The bottle has been requested by bci for further investigation but has not been received to date. Service was not dispatched as instrumentation was not involved in this event.

Event description:
A customer contacted beckman coulter inc. (Bci) stating they found a waste bottle on the unicel dxi 600 access immunoassay system cracked and the contents spilled onto the floor. There was no injury to users.